Event description:
Received report from facility that "pt was receiving antibiotic vial secondary line. Primary IV bag was normal saline. Fluid was infusing on ivac pump. Primary bag was lower than secondary bag. Fluid was being pulled from both of the bags." No report of pt injury or medical intervention required per the initial report.